Event description:
Per the surgeon, the patient experienced persistent skin infection at the abutment site. Subsequently the abutment was removed (B)(6) 2013 and the site was closed with stitches. The implanted device remains.

Manufacturer narrative:
(B)(6). This report is filed december 3, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.